Event description:
Boston scientific has become aware of the following event: doctor tried to move the telescoping shaft from proximal to distal. During the second time of flushing, it was found that the outer and inner layer part of the catheter was completely separated.